Manufacturer narrative:
Internal report number: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: user reused test strip or user's test strips had poor fill.

Event description:
Consumer complaint of about blood result reading "lo". Customer states that the he feels well and requires no medical attention. Customer's expected blood results are 115-90 mg/dl fasting. Verified the strips expired 12/19/2015. Customer confirms the strips are stored properly. Customer performed back to back blood test, 101 mg/dl and 98 mg/dl fasting. Reviewed meter memory: 101 mg/dl, (B)(6) 2015, 09:30:00 am, fasting: yes; 100 mg/dl, (B)(6) 2015, 09:30:00 am, fasting: yes; 94 mg/dl, (B)(6) 2015, 09:30:00 am, fasting: yes; 95 mg/dl, (B)(6) /2015, 07:30:00 am, fasting: yes; 95 mg/dl, (B)(6) 2015, 07:30:00 am, fasting: yes. No adverse event reported.